Manufacturer narrative:
On 15-oct-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and the medical team identified that there was no signal from the whole table. There were no intact ECG (electrocardiogram) signals available to monitor the patient's heart rhythm. When the signal loss occurred, the catheter was not inside of the patient's body. The number of use of this bodywork connection on the machine was more than 100 times, the service provider provided the machine software version v8, not the specific software version. Device evaluation details: it was confirmed that the issue was resolved by replacing the faulty bs ECG cable (body surface electrocardiogram) with a replacement one that was delivered to the customer. System ready for use. The suspected bs ECG cable associated with this complaint has not been returned to the manufacturer for further analysis, for more than 90 days. Since the complaint is not associated with any adverse event and/or safety concern, and since the item is not available, the complaint analysis conclusion is based on the available information. If and when the associated system/part is received, the complaint will be reopened, analysis will be performed and the complaint file will be updated accordingly. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and the medical team identified that there was no signal from the whole table. There were no intact ECG (electrocardiogram) signals available to monitor the patient's heart rhythm. When the signal loss occurred, the catheter was not inside of the patient's body. The number of use of this bodywork connection on the machine was more than 100 times, the service provider provided the machine software version v8, not the specific software version. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.